Event description:
It was reported that; pt had to undergo surgery due to painful hardware in shoulder.

Manufacturer narrative:
Method: device history review, complaint history review, risk assesment; result: device history review indicated all devices released into final stock met specifications for the reported lot. The reported event of patient had to undergo revision surgery due to painful hardware could not be confirmed because no device and/or insufficient information was provided for review. Conclusion: the event could not be confirmed nor the root cause of the reported event determined because no device and/or insufficient information was provided for review.

Event description:
It was reported that; pt had to undergo surgery due to painful hardware in shoulder.